Manufacturer narrative:
An investigation was performed on the reagent kit lot and no issues related to the complaint allegation observed. Additionally no instrument run data was available to perform a full assessment on the alleged run, as it was deleted by the customer. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A us customer alleged discrepant results generated when testing with the cobas® sars-cov-2 & influenza a/b test for use with the cobas® liat® system. The patient sample originally tested positive for sars-cov-2 & influenza a/b. The customer indicated that the same sample was then repeated on the cobas® liat® system and tested negative. The sample was sent to a sister site for further testing and generated negative result for all 3 targets for sars-cov-2 & influenza a/b. Both the positive and negative results were released to the patient. No harm is alleged. The sample was collected using a nasopharyngeal swab and medschenker 3ml utm lot jah161k; the method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt). Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place into cobas® pcr media tube from cobas®pcr media kit. Collect nasal specimens using the cobas®pcr media uniswab sample kit or cobas®pcr media dual swab sample kit according to instructions. Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of 0.9% physiological saline. An investigation was performed on the reagent kit lot and no issues related to the complaint allegation observed. Additionally, no instrument run data was available to perform a full assessment on the alleged run, as it was deleted by the customer.